Event description:
It was reported that there were high impedance values of greater than 4 ,000 ohms on electrodes 01, 02, and 03. Patient symptoms included burning sensation at the device pocket and discomfort due to stimulation. There was also stimulation in the wrong location and a heating sensation at the ins pocket. The patient had the device for a long time so allergic reaction was not probable. It was noted that with the implantable neurostimulator (ins) off, the burning sensation was less present. Impedance testing and reprogramming was completed. Parameter details included frequency of 10 hz, pulse width of 180 microseconds, amplitude of 2.1 volts, and c+ 2- 3-. The therapy impedance was okay. Additional information received reported that the heating feeling was present with bipolar stimulation, therefore, bipolar stimulation was not used since in that configuration really high parameters were needed, double to that of monopolar parameters. The reprogramming solved the heating feeling and the electrodes with the high impedances were excluded from stimulation. The patient was feeling better, the heating sensation had almost completely disappeared, and the symptoms were really good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).